Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (age < 21). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -18.00/+1.50/087 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length spherical lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).